Manufacturer narrative:
Difficulty crossing the prosthetic valve may be due to anatomical and/or procedural factors, including maneuvering through the existing bioprosthesis, heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach, transseptal approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to the adverse events.  The cause of the crossing issues is unknown, but may be due to patient factors (tortuosity, calcification, not provided) and/or procedural factors (transseptal access, possible ineffective septal puncture, device manipulation, no bav).  The cause for the ventricular perforation is also unknown, however, may be due procedural factors (device manipulation, multiple wire exchanges, inadequate wire management).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a transseptal mitral valve in valve, within a non-edwards valve, the septum was crossed but difficulty was experienced crossing the mitral valve with the sapien 3 valve and delivery system. There were multiple wire exchanges that did not help. The decision was made to try snare the working wire from the aortic side. The team successfully snared the working wire, but again this did not help. At this point, the decision was made to bring the valve and delivery system back into the ivc and rotate the delivery system about 90 degrees, so that the trajectory would be different going through the mitral valve. The team did this and advanced the delivery system and valve to the mitral valve and was able to cross. They were able to position the s3 valve within the surgical valve and deploy the valve without issue. The valve was in a good position, the team removed the delivery system and working wire from the patient. After all of the equipment was removed, the patient's pressure dropped, his heart rate got slower, and a pericardial effusion was noticed by echo. It was soon observed by echo that something had perforated the left ventricle. Eventually, the patient expired.